Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the inspection of the returned device performed as part of the product evaluation reported after releasing the blade by a gentle hit, the functional testing with equivalent instrumentation was successful and did not show any deviation from the intended use. The blade could be attached, locked and detached according the steps in the user guide. A potential cause for the complaint could be that the end user did not follow exactly the steps in the surgical guide. Observation from x-ray: nail diameter and length is correct. The placement of the blade could be better, it seems that the blade should be a bit deeper ((B)(6) 2013 and (B)(6) 2014). From the x-ray it can be seen that the blade is locked and is not rotating. The visual inspection revealed the blade was locked. After unlocking the blade, the sleeve is stuck and cannot be moved back and forth. The end cap can be removed. The sleeve possesses scratches in axial direction. After releasing the blade with a gentle hit, the blade was moving as intended. The blade can be locked and unlocked. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected no product problem identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further information received from the operating room report indicated the following: a cut through the femoral neck blade of the pfna (proximal femoral nail antirotation) in status post closed reduction, pfna medullary nail osteosynthesis of left proximal femur (130/10 mm/240 mm, femoral neck blade length 90 mm, distal locking screw36 mm) on (B)(6) 2013 for pertrochanteric left femoral fracture (ao 31-a1) 4 1/2 months postoperatively, conventional radiology and computed tomography detected cut through of the femoral neck blade through head of femur and destruction of the acetabulum with movement and load-dependent pain in the hip joint increasing since the last control on (B)(6) 2014. Imaging on (B)(6) 2014 showed normal positional conditions of the fracture fragments and the implant, especially sufficient projection of the base of the femoral neck blade from the lateral cortex. A fall event after (B)(6) 2014 is denied. Clinically normal soft tissue conditions, no fresh or older hematomas over the lateral accesses. No pressure pain on the lateral cortex. Clinical laboratory tests showed wbc (white blood cell count) 5,100, crp (c-reactive protein) 50 mg/l. Total left hip replacement is planned. Blade change will be performed beforehand. The procedure was removal of 90 mm femoral neck blade and introduction of an 80 mm left femoral neck blade. Operating time 38 min.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date the proximal femoral nail antirotation blade into the acetabulum was backing out and patient needed revision surgery on (B)(6) 2014. Surgery was successfully completed with no delays or patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.